Event description:
Healthcare professional reported via regulatory agency left side "bia alcl." Pathological markers confirming alcl have not been received. Device status unknown.

Manufacturer narrative:
The event of lymphoma-acl-suspected is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-acl-suspected.